Event description:
A distributor reported that a female consumer returned a bottle of private label multipurpose solution to the (B)(4) stating that it bleached towels and a shirt. In follow up with the reporter, she indicated that event took place about three weeks ago. Suspect product was the 3rd bottle of the pack and was reportedly properly sealed. Upon opening it and squirting solution on his lens, her son noticed the edges of the lens were curled up and he could smell bleach coming from the lens; the rest of the family smelled the bottle and agreed it smelled like bleach. Her son squirted solution on a towel and noticed the solution discolored the towel. The lens dropped from his finger onto his shirt, thus bleaching the shirt. No patient injury reported.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. The returned unit was found to be out of specifications for chemistry; it contained bleach. Visual examination of the container closure system was shown to be compromised. The bottle neck appears correct without any mark of the manipulation. However, the flip top cap appears to be damaged from probable pulling of the strip that bound the two parts of the closure system (base and cap). There have been no other complaints received for lot ak01407. There are no conclusion codes offered that capture the outcome of the investigation of the returned product. The product investigation confirmed the complaint. All pertinent information available to the manufacturer has been submitted.